Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site/reporter and obtained the following additional information regarding this event: the instrument was checked before use. Hernia was the surgical operation that was being performed when the problem occurred. The instrument did not collide with another instrument or tool during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.